Event description:
It was reported that after connecting the header with the rv lead, the impedance measurements were high out of range. The physician replaced the device because he believed the problem was with the header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device met all specifications and no anomalies were found. The cause of the anomaly remains undetermined.